Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked prior to patient use. No patient involvement with device was reported.

Event description:
It was reported the luer hub was found cracked prior to patient use. No patient involvement with device was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened hemodialysis kit containing a connector assembly, catheter body, swg assembly, two dilators, tunneling instrument, and sheath for evaluation. The sample contained signs of use in the form of biological material. Visual analysis did not reveal any defects or anomalies to the connector assembly. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both lumens flushed with no issues. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was not able to be confirmed by complaint investigation of the returned sample. No damage was noted to the connector assembly and both lines flushed as expected. A device history record review was performed with no relevant findings. Based on the sample returned, no problem was found on the device. Teleflex will continue to monitor and trend for complaints of this nature.